Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted thymectomy surgical procedure, the fenestrated bipolar forceps instrument could not be withdrawn from the 8mm trocar as the end piece appeared to be broken. The procedure was completed with no patient harm, adverse outcome, or injury and no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. Additional related observation included: the instrument was found with a broken main tube at the distal tip. A piece measuring proximately 3.30 mm x 6.30 mm was not returned with the instrument. The dislodged proximal clevis resulted in the observed damage to the main tube. Isi followed up with the initial reporter and obtained the following additional information: the reported damage did not occur intraoperatively. The patient has not returned to the hospital due to any post-surgical complications. There was no fragment that fell into the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.